Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible iritie." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A consumer reported experiencing a corneal ulcer associated with wear of o2optix contact lens. He states several medications were prescribed and that event resolved and he was refit into different lens brand. He reports history of extended wear use of lenses. He thinks event may have involved his left eye. Eye can professional confirmed ulcer, but refused to provide any further information. Request has been made for additional information, however, no further information has been provided.